Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to increased charge burden. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The location of the devices is unknown. No additional adverse patient effects were reported.